Manufacturer narrative:
G4: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (nim® emg - endotracheal tube - nim flex¿ 8229970). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra op, the emg tube positioned under video laryngoscope but response to stimulus not seen in thyroidectomy case. Patient was not under muscle relaxant, position of et tube was checked and response was seen after changing the tube and the procedure was completed with the backup product. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received: the device was removed from its original, sealed sterile packaging and used immediately for the pro cedure. It was not pre-opened or stored outside of its packaging prior to the case. The cuff was tested for inflation and held pressure prior to intubation. However, while the physical structure of the tube functioned, the integrated emg electrodes failed to provide a response to stimulus upon initial placement, despite the patient not being under neuromuscular blockade. The electrode surface appeared intact; however, a latent electrical continuity issue is suspected since functionality was only restored upon replacing the device with a new unit.

Manufacturer narrative:
H6: previously submitted codes fdm b17 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.